Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) an autofill error. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5, h6 ( clinical & impact).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) an autofill error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was unable to duplicate the reported malfunction. The fse performed a preventive maintenance (pm) with full calibration, and tested the unit. The unit passed all functional and safety testing. The iabp was returned to the customer.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).